Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information. The following sections were updated for this supplemental report: d2b, h8.

Event description:
It was reported that the tip of the screwdriver broke off in the lockscrew. The lockscrew remained implanted in the patient. This event occurred in italy.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tip of the screwdriver broke off in the lockscrew. The lockscrew remained implanted in the patient. This event occurred in italy.